Event description:
It was reported that a patient underwent congenital biliary dilatation on (B)(6) 2012 and topical adhesive was used. The patient developed itching, inflammation reaction on (B)(6) 2012 and was prescribed rinderon ointment. It was reported that the reaction continued and on (B)(6) 2012 the dermatologist prescribed antebate ointment and sato salbe 10% ointment. The reaction subsided after treatment.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch edb912, mfg date: (B)(4) 2012, exp date: 03/31/2014 batch edb502, mfg date: (B)(4) 2012, exp date: 03/31/2014

Manufacturer narrative:
Conclusion: chemical testing of lot edb502 reveals that the product performs per its intended use and meets the critieria of its design.

Manufacturer narrative:
(B)(4): representative samples from the same lot number as the actual device were returned for evaluation. Visual examination of the representative samples received shows no anomalies, defects or damages. All samples are unopened and sealed. The blisters are normal with no sign of force. No broken glass is seen. The formulation is normal in color (purple) and no signs of premature polymerization are observed. Also, the filter inside the bulb is normal in color (white) indicating that the formulation was not dispensed. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.